Event description:
The customer reported that the obturator was hard to remove from the tracheostomy cannula. The cannula was removed and the patient was re-cannulated with another (unspecified) tracheostomy tube.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant information is identified from the investigation, a summary of the findings will be provided in a supplemental report.